Manufacturer narrative:
One (1) sample photo was provided showing the details in the packaging of the product. Received fifteen (15) new list# ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer. As received, no physical damage or other anomalies were observed. Samples were tested for correct dimensions per iso standards and all met specifications. Cannot confirm customer complaint of "the valve does not sit tightly on the tubing and can become dislodged". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer where it was stated in the report that the valve does not sit tightly on the tubing and can become dislodged. The event occurred during infusion. There was patient involvement, no patient harm and there was no delay in therapy, but tech had to be sent to the ER for blood exposure.